Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer's brother called in to report that the customer is still in the hospital, and the pump is buzzing and would like help shutting it off. He stated that the customer has been taken off life support, and might be brain dead. Due to hipaa, could not provide the brother with any information but advised him to remove the battery from the pump to stop it from buzzing or beeping. The brother also stated that the customer's neighbor printed something that showed the pump had delivered about 27 units of insulin at time.

Manufacturer narrative:
Additional information has been received which was not included with the follow up report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customer was alive, but brain dead. Cathy stated that reports were printed that indicated that the device delivered roughly 72 units of insulin between the hours of 12:30am-10:00am. We were advised to contact the customer's brother due to him having the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalized low blood glucose readings. The customer's blood glucose reading was 20 mg/dl. The customer was in the ICU unconscious. The customer might have overdosed on insulin when he heard the news about his family. The insulin pump will not be returned for analysis.